Manufacturer narrative:
B3: this event occurred on an unreported date in the recent months over a period of one year. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Three peritoneal dialysis (pd) patients experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up with the customer, it was reported that this issue was a "portal infection but no peritonitis". The "portal infection" refers to the non-baxter pd catheter infection. Based on the additional information received, the baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.